Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the incision was completely open and the device was visible. The time frame was unknown because the patient was an inmate at a prison. The healthcare provider (hcp) believed the implantable neurostimulator (ins) pocket may have been too superficial. It had been oozing pus and the device was removed. The lead and ins were removed, swabs were sent for culture, and the patient was started on antibiotics. The issue was resolved at the time of this report. The patient was alive with no injury. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No follow-up was required.